Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited coating peeling on the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the coating peeling on the connecting tube, the cause was due to some kind of stress, such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.